Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The customer reported there was no patient involvement.